Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. The customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. The customer stated that her glucose level went high due to a new medication and steroid shot. The customer stated that they treated her with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.